Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) could not be reviewed as a device serial number was not provided. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 25 mm aortic pericardial valve, implanted approximately eight (8) years, was explanted for bentall surgery. This device was originally implanted at different facility for aortic valve replacement due to aortic regurgitation. After an implant duration of approximately eight (8) years, the patient was taken to the hospital due to type a aortic dissection. Ascending aorta replacement was planned, but the surgeon considered that this aortic valve might be interfered with a suturing procedure. Also, thrombus was detected on all three leaflets from the sewing ring to half of the leaflet, and it restricted leaflet mobility. Bentall surgery was performed with a 25 mm valve. The patient status was reported as ¿under treatment¿. The surgeon commented that there were no comorbidities that could be the cause of thrombus.